Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2, ureal urea/bun, and ise indirect k for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory to a physician. The patient was hospitalized and a second sample was collected, showing normal results. The sample was repeated on (B)(6) 2020 and the results were normal. The patient was sent home without treatment. The sample initially resulted with a creatinine value of 5.22 mg/dl, which repeated on (B)(6) 2020 as 0.84 mg/dl. This sample initially resulted with a urea value of 66 mg/dl, which repeated on (B)(6) 2020 as 26 mg/dl. This sample initially resulted with a k value of 6.44 mmol/l, which repeated on (B)(6) 2020 as 4.44 mmol/l. The creatinine reagent lot number was 507621 and the urea reagent lot number was 510027. The reagent expiration dates were requested, but not provided. The k electrode lot number and expiration date were requested, but not provided.